Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported an issue relative to lead connection during the implant attempt of the subject device.

Event description:
The physician reported an issue relative to lead connection during the implant attempt of the subject device.